Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) lead exhibited increasing pacing impedance, and an impending fracture was noted of the pace/sense component. The pace/sense portion of the rv lead was replaced, and the high voltage coil remains in use. No patient complications have been reported as a result of this event.